Manufacturer narrative:
The device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. The delivery device and the seal were returned outside of the loading device. The seal was covered in blood and fully unraveled. The tension spring was not returned. The blue slide lock was dis-engaged and the white plunger fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. The device was returned in a condition precluding proper evaluation of the device. The device was returned in a deployed condition with the seal fully unraveled outside the delivery tube and the tension spring was not returned. Therefore, we are unable to evaluate the device for the reported failure mode. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The reported complaint ¿failure deploy¿ was not able to be confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal system 4.3 mm did not deploy, the surgeon attempted to deploy but it did not come out of the protective case. The hospital did not report any patient effects but the case was delayed for a short time until new device was opened and loaded. (B)(4).

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal system 4.3mm did not deploy, the surgeon attempted to deploy but it did not come out of the protective case. The hospital did not report any patient effects but the case was delayed for a short time until new device was opened and loaded. (B)(4).